Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for right ventricular lead revision due to dislodgement. During the procedure, the lead helix had difficulty retracting for repositioning. The lead was explanted and replaced. The patient¿s condition was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.